Event description:
The customer received seven or eight questionable creatinine plus results on their modular analytics p-module that were reported outside the laboratory. The physician questioned the results and they were repeated using the same p-module. The first patient's initial creatinine result was 5.1 mg/dl. The repeat result was 1.9 mg/dl. On (B)(6) 2011, the second patient's initial creatinine result was 8.9 mg/dl. The repeat result was 0.9 mg/dl. On (B)(6) 2011, the third patient's initial creatinine result was 14.9 mg/dl. The repeat result was 3.2 mg/dl. On (B)(6) 2011, the fourth patient's initial creatinine result was 3.4 mg/dl. The repeat result was 0.4 mg/dl. On (B)(6) 2011, the fifth patient's initial creatinine result was 3.9 mg/dl. The repeat result was 1.1 mg/dl. On (B)(6) 2011, the sixth patient's initial creatinine result was 2.9 mg/dl. The repeat result was 0.4 mg/dl. On (B)(6) 2011, the seventh patient's initial creatinine result was 1.9 mg/dl. The repeat result was 0.4 mg/dl. The customer considered the repeat results to be corrected and they were issued as corrected reports. The customer was unable to provide any information on whether there were any adverse affects to the patients. The creatinine reagent lot number was 64907701 and the expiration date was 05/31/2012. The field service representative inspected the system upon arrival and noticed dried reagent stains on top of cuvettes in a number of places. He did not observe any standing liquid at that time. He suspected a vacuum issue on the rinse mechanism. He replaced cuvettes and performed a cell blank and photometer check with no issues. He checked the rinse mechanism for a blockage of the vacuum nozzles and found no issues. He checked the vacuum tubing on both rinse mechanisms to vacuum vessels and found no leaks. He checked reagent probe alignment for centered delivery to the cuvettes with no issues. He performed an extended mechanism check to observe fluid delivery and vacuuming of cuvettes and found no issues with either fluid delivery or vacuuming of cuvettes. He ran a precision test with passing results. He replaced vacuum nozzles of both rinse mechanisms as a preventative measure. The customer performed quality control with passing results.

Manufacturer narrative:
A root cause could not be determined with the information provided. The reaction kinetics were not provided. No adverse events were reported.